Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up and a friction problem was identified. The device did not heat up during evaluation. The device was repaired and returned to the customer. Notes: ps hd3 sh3 some debris inside of head assembly replaced head. Sheath was rubbing badly on spindle housing rdh unit never got hot to cause smoking when tested a new sheath was installed and is now running smoothly cleaned, lubed and tested to midwest specifications.

Event description:
This report summarizes 1 malfunction events where a midwest low speed - heads overheated. 1 event that resulted in no injury.